Event description:
It was reported that a revision was performed due to aseptic loosening.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The associated devices were returned and evaluated. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The returned genesis ii tibial tray, insert and femoral components were examined visually. No destructive testing was carried out. The returned tibial tray has scratches on the polished surface. The tibial tray distal surface has cement well bonded to the grit blasted surface and has some bone attached to bone cement. The femoral component also has cement well bonded to the grit blasted surface and has impression of host bone. The femoral component articulating surface has scratches on the posterior condyles that potentially occurred either during insertion or extraction. The articulating surface of the polyethylene insert has burnishing potentially caused due to normal femoral articulation. Examination of the distal surface and anterior/posterior locking mechanism of the insert showed no notable damages indicating the insert was fully seated inside the tibial tray locking mechanism during usage in vivo. Based on visual inspection of the returned components cement appeared to have been well bonded to the tibial tray and femoral component grit blasted surfaces. The insert appeared fully locked inside the baseplate with burnishing on the articulating surface due to femoral articulation during usage. Based on visual inspection of the returned components, no design or manufacturing deviations were detected as a part of this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
.